Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultramini meter has a power issue (meter does not turn on). In addition, the patient claimed that she could not obtain a blood glucose reading due to an incorrect testing technique (customer was "pressing the button to do blood test"). This medical affairs specialist was unable to contact the patient to clarify information from the initial call. This complaint is classified according to the documentation of the customer care advocate. Two months prior to contacting lfs, the patient had exposed the lfs meter to water and the meter did not turn on. It is not known if the patient was able to obtain any blood glucose readings after the reported issue began. The patient claimed that 2 or 3 weeks ago prior to contacting lfs in the am time frame, the patient was feeling "dizzy" and was treated for a "low glucose reading" by the emt. The patient was given oral glucose. Reportedly, the patient did not take any action in regards to diabetes treatment as a result of the reported issue. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, insulin sensitivity, food intake, and average blood glucose range. In addition, it would have been helpful to know what blood glucose readings the patient obtained prior to the emt visit, how the patient based her diabetes treatment, and if there were any changes to her diabetes medication regimen and testing frequency prior to or after the reported incident. During troubleshooting, the customer care advocate noted there was product misuse. As a result of the lfs meter's exposure to water, the meter no longer turns on. In addition, the patient was not using the correct technique to obtain a blood glucose reading when the meter was functioning. This complaint is being reported because the patient claimed she received medical intervention and was given oral glucose after the reported issues began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.